Event description:
It was reported that a patient was going to have a lead revision and wasn't using the device at the moment. The reporter stated that the patient charged full last week and the patient reported they didn't have the device on since then and it had already depleted to 3/4 full. It was reported that the patient thought this was a lot of drain. Two days later, it was reported that the reporter was waiting on doctor suggestions to the patient.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information indicated that dural irritation had been the cause of the event. The event was attributed to the lead. Signs/symptoms associated with the event were no stimulation. Revision on (B)(6)-2012 was performed and the issue was resolved. Patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).